Manufacturer narrative:
One phaco tip was received for evaluation. Visual inspection noted left side of bevel edge is slightly worn; scoring is present on backside of flange. Tip was flushed; fluid was filtered and sent for further analysis. Two metallic appearing particles observed were analyzed with sem/eds. Seven elements were identified, including titanium. Mfg process contains numerous cleaning operations to remove any particulate. All tips are 100% inspected before release. Reason for metal particles can't be determined from this evaluation.

Event description:
Reporter initially noted metal fragment found in the eye during phaco. Surgeon was using as chopper at the time (also metal), but felt fragment came from tip. Add'l info received in follow-up noted particles were embedded in peripheral iris in a position where they can't be removed. There was no damage to the eye.